Manufacturer narrative:
Microline surgical is awaiting return of the device so that an investigation can be performed.

Event description:
During the procedure, about 30 minutes after start, a spark occurred at the joint between the handpiece and the scissors, causing damage to tissue outside the treatment area. The tissue that was unintentionally damaged was a blood vessel; hemostasis was achieved using an alternative device, and the procedure was completed successfully. No significant prolongation of the surgical duration or other issues related to the hemostasis were observed. The patient is doing well.